Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure (rbp). The lot number was not identified; therefore, a device history record review could not be performed. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Physical resistance when attempting to cross a lesion can be affected by numerous factors including, but is not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory product support; and is typically not associated with a product quality deficiency. It was reported the patient anatomy was mildly tortuous and the lesion was heavily calcified which likely contributed to the reported difficulties. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the mildly tortuous and heavily calcified patient anatomy, such that the balloon ruptured upon the second inflation. It was reported the balloon ruptured at 16 atmosphere (atm) which is above the rated burst pressure (rbp) of 14 atm, which also may have contributed to the reported rupture. It should be noted the trek instructions for use (IFU) states: balloon pressure should not exceed the rated burst pressure (rbp). At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization. It is likely that the balloon rupture contributed to the reported patient pain which was treated with medication resulting in a delay in treatment. The reported difficulties appear to be related to the operational context of the procedure. All balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp).

Event description:
It was reported that during a procedure of a proximal, mildly tortuous, concentric, heavily calcified, right circumflex artery lesion, the trek balloon met resistance during insertion and during the second inflation at 16 atmosphere (atm) the balloon ruptured. It was noted that the patient experienced pain when the rupture occurred and was given 2 mg morphine. Additionally, it was noted that the device issue caused or contributed to a delay in treatment. A different device was used to complete the procedure. There was no reported patient sequela. Though requested, there was no additional information provided.